Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown synthes plates: reconstruction, part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes europe reports an event in india as follows: this report is being filed after the review of the following journal article: verma, gc., jilowa, s., singh, j and rathi, d. (2018), evaluation of functional outcomes of intra-articular fractures of distal humerus by open reduction and internal fixation, journal of clinical and diagnostic research, vol. 12(5), pages rc01-rc05 (india). The purpose of this prospective study is to evaluate the results of surgical fixation of intra-articular distal humeral with arbeitsgemeinschaft fur osteosynthesefragen (ao) reconstruction plates in terms of functional outcome. Between march 2012 and june 2013, a total of 20 patients (16 male and 4 female) with a mean age of 37 years (range, 17-65 years) with intra-articular fractures of distal humerus underwent open reduction and internal fixation using olecranon osteotomy approach. Osteotomy was fixed using unknown synthes 3.5 mm ao reconstruction plates and unknown synthes one-third tubular plates. The patients were reviewed clinically and radiologically, initially after two weeks and subsequently at every three weeks interval with minimum follow-up of six months to evaluate the progress of union. At final follow-up, all patients were evaluated for clinical and radiological evidence of union and functional outcome. The following complications were reported as follows: 2 patients had superficial infection. Two patients had delayed union of osteotomy. One patient had gun stock deformity. Three patients had ulnar nerve sensory neuropathy. One patient had heterotopic ossification. Six patients experienced mild and occasional pain resolving with ibuprofen without any requirement of medication on a regular basis. This report is for an unknown synthes 3.5 mm ao reconstruction plates and unknown synthes one-third tubular plates. This is report 1 of 2 for (B)(4).